Event description:
The clinic reported a patient connector leak from a venous bloodline to a vascath catheter 2 hours into treatment 4-22-00. The product was actually reported as 03-2423-6. The lot number is 9pr008. The patient suffered a 500-600cc blood loss. Hemaglobin dropped from 11.8 to 10.4 but no transfusion was required. The patient was discharged from the unit on the same day and has since returned to the clinic without further incident. The machine did not alarm. The blood flow rate was 300ml/min and the venous pressure pre-incident was 140-increased to 180. The catheter was implanted in 1999. No sample is available.